Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
(B)(6) 2014 - the pace/sense portion of this lead was replaced with a pace/sense lead on (B)(6) 2014.

Event description:
Home monitoring displayed 4 inappropriate detections due to noise on the rv lead. The patient was not shocked. On (B)(6) 2013 - the patient came in for a follow-up and adjustments were made to the detection and redetection in the vt and vf zones. The patient will come back in one month for another follow-up.